Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded (B)(6) for review that showed events spanning approximately 61 days ((B)(6) 2023 ¿ (B)(6) 2024 per timestamp). The driveline was disconnected on 25jan2024 at 12:40:17 for a system controller exchange. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The system controller was returned and upon initial observation green fluid was found in the bulkhead assembly of the controller. The controller was connected to a mock loop and was able to support the system for an extended duration without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The controller was opened, and fluid ingress was observed within the housing. Additionally, the outer jacket of the cables was removed, and fluid ingress was observed within both cables. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and shipped was shipped on 28jul2021. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted that green fluid drained on the bed sheets. It was undetermined if the green fluid was related to moisture in the system controller or if the driveline leaked internal fluid into the system controller. The patient noted that the shower bag was used appropriately. The old shower bag was disposed of, and the patient was given a new one. The patient was asymptomatic. The equipment was inspected. A small amount of leaked green fluid was found around the white patient cable connection. The system controller was exchanged. The driveline was removed during the exchange, and it was covered in a thin layer of green fluid. The driveline was cleaned with gauze before it was placed in the system controller. The pump restarted with no issue. The patient was asymptomatic, and the exchange was completed without any incidence. Related manufacturer reference number: 2916596-2024-00675 ((B)(6))

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.